Manufacturer narrative:
(B)(4). Initial (B)(4) issued mfg report #1525712-2013-02059 with an unknown as manufacturer. The correct manufacturer is genteel homecare products. In addition, the f tab has been updated, as well.

Event description:
Allegedly push paddle broken per consumer.